Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record has been reviewed and indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 1pc aquacel foam adh 8x13cm was manufactured under sap code (B)(4) and manufacturing lot number 0g03581. Lot # was sterilized under lot 2554609 and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-150 ver. 25.0 for delta 1 and pi12-151 ver.33.0 for the circle machine. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0g03581. This is the only complaint for the affected lot registered within tw8.7. A photograph was received for this issue and have been evaluated in accordance with (B)(4). The photograph confirms the complaint issue and expected product. It cannot be determined what the black spot is on the dressing as there is no physical sample being returned. Operations have been informed of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 third party manufacturing site: 2320643.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported, ¿presence of a black spot (2mm x 4mm) on the central part of the dressing,¿ unsure if direct, dust or insect. The dressing was not used. A photograph depicting the reported complaint issue was provided.